Manufacturer narrative:
Concomitant medical products: 4968-25 lead, implanted (B)(6) 2012; 4968-25 lead, implanted (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead experienced high impedance once positioned. The physician repositioned the lead and the impedance remained high. Concerned it was a possible lead problem, the physician explanted the lead and implanted a new lead in a different location. The new left ventricular (lv) lead also experienced high impedance. The new lead was repositioned and the impedance still remained high. The lead remained implanted. Post operative readings remained high the next day but had decreased. The lead remains in active and implanted. No further patient complications have been reported as a result of this event.